Event description:
It was reported the pump became hot to touch while charging. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.